Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. Upon connecting the drip line to the farawave catheter flush port, fluid leaking was observed. The scrub tech attempted to unscrew and tighten the flush port, but when the drip line was being unscrewed, the entire flush port detached from the catheter. The catheter was replaced with a new farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to be returned as it was disposed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. Upon connecting the drip line to the farawave catheter flush port, fluid leaking was observed. The scrub tech attempted to unscrew and tighten the flush port, but when the drip line was being unscrewed, the entire flush port detached from the catheter. The catheter was replaced with a new farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows the flush luer detached from the farawave catheter. The reported luer component detachment event was confirmed via the provided media. However, the reported leak allegation could not be confirmed from the provided media.